Manufacturer narrative:
(B)(4). Batch # r59g6d. Month and day unknown. Only year (2018) is known. Device evaluation summary: the analysis results showed that the cs40g device was received with the lockout lever damaged, not allowing the reload to unlocked the device to preventing the instrument from closing; with one cr40g reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck, and in addition with another cr40g cartridge reload, unfired. Due to the condition of the device no functional test could be performed. No conclusion could be reached as to how the damage to the device occurred. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap anterior resection, the surgeon placed a the contour around the bowel, extended the tissue retaining pin, and the device would not close. The device was removed and reloaded, same sequence, and the device would still not close. Case completed with another device of the same product code. There were no patient consequences reported.